Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead there was a coronary sinus dissection that resulted in pericardial effusion requiring percutaneous drainage. Then approximately six weeks later the patient underwent epicardial lead implant that had post-operative course complicated by patient condition of suspected non-sustained ventricular tachycardia versus afib rvr (rapid ventricular response). The patient was released from the hospital seven days later with normal sinus rhythm and on medications. The patient then returned six days later for a guided percutaneous drainage procedure. The right ventricular (rv) lead remains in use. The patient is enrolled in the adapt response clinical study. No further patient complications have been reported as a result of this event.